Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device was not in patient use. The device's system board was replaced to address the issue.